Event description:
Option study. It was reported that the patient experienced a cerebral vascular accident. Prior to the procedure, aspirin was not administered. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 23 mm. After the procedure the patient was continued on aspirin and was discharged from the hospital. 909 days post index procedure, the patient presented to the emergency department with complaints of shortness of breath and mild fluid overload. The patient was admitted for further evaluation and management. The nursing facility observed that the patient had speech abnormality and a code stroke was called. Neurologist was consulted, physical and occupational therapy was evaluated and recommended for acute rehabilitation. The patient was transitioned from a heparin drip to eliquis. 917 days post index procedure an MRI was performed, which revealed acute rather small right frontal infract. The patient was diagnosed with a cerebral vascular accident. One day later the event was considered resolved. The patient was discharged to home with the recommendation to follow up in 3 months.